Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's lead wires broke on an unknown date and revision surgery took place to replace the wires in 2015. During the surgery, the health care provider (hcp) was only able to replace one of the wires so another surgery was scheduled. It was confirmed that the patient did not experience any falls or trauma related to the issue. There was no known impact or consequence to the patient.

Manufacturer narrative:
This is a correction for evaluation code method, result, and conclusion. Additional review indicates that information regarding the broken lead, motor vehicle accident and initial shocking was already reported in manufacturer's report (#: 3004209178-2017-02580). Any additional information regarding this event will be submitted as a supplemental submission to this report (#: 3004209178-2016-21987). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient reported that the patient had their broken lead wire replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.